Event description:
Per the records: the patient underwent a nicks aortic root enlargement, severe calcific aortic stenosis required extensive debridement of the annulus. After separating from cpb, the patient developed cardiogenic shock and rv failure, another CABG was performed to the pda, multiple inotropes and left femoral impella were placed. Attempts to transfer the patient to another facility for ECMO were futile. The patient was again weaned from cpb with maximum inotropic support, her blood pressure continued to declined and with biventricular failure the patient expired.

Manufacturer narrative:
Added to a4, b5, b6, b7, f10, h6 codes. The cause of the event was procedural related. Corrected data: b2, b3, d6 based on new information received.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. The cause of the event cannot be determined; however, patient factors and technical error may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards implant patient registry received information a 23mm aortic valve was implanted and required coronary artery bypass grafting (CABG) due to left coronary artery occlusion. The 23mm valve was implanted the left main coronary artery was immediately adjacent to the aortic annulus which was probably occluded with valve replacement necessitating CABG to lad and om. After separating from cardiopulmonary bypass right ventricular failure occurred for which a CABG was performed to the pda. Cardiogenic shock occurred after multiple inotropes and left femoral impella. ECMO was unable to be performed. The blood pressure declined and with biventricular failure the patient expired.